Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Respond edge study: it was reported that left bundle branch block (lbbb) and complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin and other antiplatelet at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the instructions for use. On the same day post index procedure, the subject developed lbbb. No diagnostic procedure was performed. Hospitalization was prolonged for further evaluation and treatment. At the time of reporting the event was considered recovering/ resolving. It was further reported that five (5) days post index procedure, the patient developed complete heart block with missed ventricular beats. On this same day, a permanent pacemaker was successfully implanted. Seven (7) days post index procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study . It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin and other antiplatelet at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the instructions for use. On the same day post index procedure, the subject developed lbbb. No diagnostic procedure was performed. Hospitalization was prolonged for further evaluation and treatment. At the time of reporting the event was considered recovering/ resolving.